Event description:
It was reported the pt experienced discomfort at the ipg site. The physician revised the ipg pocket site and was receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.